Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin was delivering too much insulin. The customer stated that he changed the site and filled the reservoir with 40.0 units and at 9:00am it was emptied, and his glucose level has been low three times in the past five hours. The blood glucose was 66mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming and the reservoir was showing the same amount of insulin as shown on the status screen. Performed the displacement test and passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.